Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be telemetered after 36 months of implant time. The patient refused device replacement for 11 months. The device was then replaced without incident.